Event description:
It was reported the pt had not charged her ipg in a long time, and the ipg was unable to obtain communication with the charger. There was no stimulation. Follow up determined the physician had replaced the ipg on (B)(6) 2011. It was reported the pt had stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.